Manufacturer narrative:
One (1) xpdm di intermedt castle tight was returned for evaluation. Visual examination at the macroscopic level revealed that one of the four castle nut tabs was fractured at the distal tip of the instrument and a second nut tab was significantly deformed. The fractured castle nut tab was not provided for this analysis. The fractured surface exhibit rough surface characteristics that extend across the entire surface suggesting the tab underwent a static overload failure. The deformed tab was significantly bent outward and the base of the tab had begun to show signs of fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, the fracture analysis report indicated that the fractured surface exhibits rough surface characteristics that extend across the entire surface suggesting the tab underwent a static overload failure. The deformed tab was significantly bent outward and the base of the tab had begun to show signs of fracture. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Castle inserter tip sheared off, while backing out the di set screw. Set screw was torqued off, and needed to be undone for repositioning. Back up instruments available on the set, no delay or adverse event. Discarded: no return to manufacturer unless local engineering assessment indicates return is required.